Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm. Device received with broken battery tube threads, cracked lcd window, partial broken reservoir tube lip, cracked case display window corner, missing end cap sticker and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force. The customer blood glucose level was 341 mg/dl. Customer reported that the drive support cap was normal. The customer reported that the reservoir lip ring was damaged. The customer reported that the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.